Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Confirmed, with MRI .and implant removal from textured to smooth, due to the concerns of the product. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture confirmed with MRI and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.